Event description:
Md took over care of a pt from another md since 2005. Pt developed eye infection, corneal ulcer after using the solution. Pt will need corneal transplant. Two other pt's developed keratitis after using the solution. It was the contact lens that was growing the fungus not the corneal. Both pts were seen in 5/2006.